Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to significant arthrofibrosis, pre-operative knee flexion of 70 degrees, no femoral rollback with flexion due to significant scarring and pcl tightness, flexion gap notably tighter than extension gap, and instability. The surgeon removed abundant scarring. The surgeon noted the patellar femoral tracking was sub optimal with lateral tilt, lateral subluxation, and notable lateral patellar facet overhang exacerbated by significant lateral scarring. The surgeon attempted to release the pcl off the femur to see if it would make the flexion gap closer to the extension gap but it was not enough to be satisfactory. The decision was made to remove the components to allow all options for optimized balancing. There was no loosening. The patella component was not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2017; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.